Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient with chronic renal insufficiency was given indwelling catheterization and drainage on november 25. The foley catheter slipped off when the patient got out of bed.